Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV tubing broke at connection to patient's t-connector. There is no report of an infusion running or patient harm.

Manufacturer narrative:
The customer¿s report of a tubing break was confirmed. Visual inspection showed the tubing and the male luer were completely separated from one another. Inspection under magnification revealed that there was insufficient bonding solvent on the end of the vinyl tubing. Dimensional testing found that the tubing measured within specification. Functional testing was not feasible due to the separation. The root cause of the tubing break was found to be insufficient bonding solvent having been applied.